Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure in 2008. The mesh was fixated with permasorb tacks and prolene suture. The patient returned for a routine follow-up visit in 2009 and the patient was doing well. The patient & #39; s hernia recurred at the midline six months post-operatively. The patient underwent a re-operation by a different surgeon in 2009. During the re-operation, the surgeon found that there was a tear down the middle of the mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.